Event description:
It was reported that the insulin pump had blotches, or pixels that appeared damaged on the screen. The caller also stated that the screen was ramping upwards and would not stop. The blood glucose reading was unknown. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.